Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator failed the high pressure leak test. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date rec'd by MFR: 11jan2019. The customer stated that the o2 solenoid was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.